Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's friend reported via phone call that the insulin pump had a blank display, received low battery alarm and weak battery alarm. The customer's blood glucose was 86 mg/dl at the time of incident. The customer's friend stated that they were using the duracel battery and not the recommended battery. The customer's friend stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's friend was assisted in clearing the weak battery alarm. The customer's friend stated that the battery spring was jammed on the battery compartment. The customer's friend stated that the insulin pump was draining the battery life quickly than usual. The customer's friend stated that they changed the battery but the insulin pump will not power up. The customer's friend was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.